Manufacturer narrative:
Exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent an ipg explant procedure and the explanted ipg will not be returned per hospital policy.